Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence, and the balloon had migrated from the left inguinal canal into the subcutaneous cellular tissue. A surgical procedure was performed, during which a hole in the balloon was found causing a fluid loss; therefore, the balloon was removed and replaced. No additional information was provided.

Manufacturer narrative:
Concomitant product UDI for cuff is (B)(4). Concomitant product UDI for pump is (B)(4). Upon receipt at our quality assurance laboratory, the balloon of this artificial urinary sphincter (aus) underwent a thorough analysis. The balloon was visually inspected and tested for leaks. Visual inspection revealed that the balloon had pinholes form sharp/tool instrument damage on the shell. The balloon had leaks as a result of the pinholes found. The balloon was not functionally tested due to the leak caused by sharp instrument damage. Based on the information available and analysis results, the sharp instrument damage is considered a secondary failure; therefore, the reported clinical observations of fluid leak and hole/perforation could not be confirmed. The reported migration and the reported patient symptom of urinary incontinence are known risks associated with this device type and indicated as such in the instructions for use. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Concomitant product UDI for cuff is (B)(4). Concomitant product UDI for pump is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence, and the balloon had migrated from the left inguinal canal into the subcutaneous cellular tissue. A surgical procedure was performed, during which a hole in the balloon was found causing a fluid loss; therefore, the balloon was removed and replaced. No additional information was provided.

Manufacturer narrative:
Concomitant product UDI for cuff is (B)(4). Concomitant product UDI for pump is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the DHR, the device was confirmed to meet specifications prior to shipment therefore concluding manufacturing was not related to the reported event. The patient symptom is a known risk associated with this device type/procedure and it is noted as such as in the instructions for use.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence, and the balloon had migrated from the left inguinal canal into the subcutaneous cellular tissue. A surgical procedure was performed, during which a hole in the balloon was found causing a fluid loss. Therefore, the balloon was removed and replaced. No additional information was provided.

Manufacturer narrative:
Concomitant product UDI for cuff is (B)(4). Concomitant product UDI for pump is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence, and the balloon had migrated from the left inguinal canal into the subcutaneous cellular tissue. A surgical procedure was performed, during which a hole in the balloon was found causing a fluid loss; therefore, the balloon was removed and replaced. No additional information was provided.